Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the visual inspection and evaluation has shown that the thread of the adjusting screw/nut of the complained fracture clamp is deformed. The damages make it impossible to function and to screw it in again. The examination based on the material and production documentation did not show any deviations. The results confirmed that the present fracture clamp fully complied with the requirements and the ao/asif specifications. Furthermore these implants were subjected to a 100 percent functional check after their assembly. While we were unable to determine which mechanical forces would have led to this kind of damage, it is possible that the screw was screwed in on an angle or that an excessive force was used to tighten it. Conclusion: the complaint is considered indeterminate from a manufacturing. As, it is possible that the screw was screwed in on an angle or that an excessive force was used to tighten it, the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the clamp cannot be applied. This implant has a clamping malfunction. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Article & lot number do not match therefore not able to review DHR.